Manufacturer narrative:
The insulin pump act button responded properly. No moisture damage on its button keypad noted. No unlock on lcd keypad connector noted. The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No noise anomaly during testing noted. However, the insulin pump received with vibrator rattling due to vibrator adhesive not adhering. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump makes a strange noise and the act button is stiff. It was stated that the insulin pump makes a loud vibration sound that can be heard across a different room while they are doing a complete set change. The blood glucose reading was unknown. The customer also stated that the issue was intermittent. The insulin pump will be replaced.